Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to a device marketed in the USA. Therefore (01) gtin is not available. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one unopened sample pertain to the product code: vcp1603h. A visual inspection was performed on the returned sample; no defects were found on the package. The packet were opened, and the swage and attachment area were noted to be as expected. The suture were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the device lot: s22060026, no non-conformance's related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a rectum procedure on (B)(6) 2025 and a suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another two to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.